Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010 the patient underwent: arthrodesis of the l3-4 and l4-5 level with posterolateral fixation and pedicle screw fixation. P reoperative diagnosis: degenerative disc disease with segmental instability l4-5 and l3-4. Per-op notes: ¿ the amount of bone that was available to harvest iliac crest was rather limited because of her petite size and I would have had to go both sides to harvest iliac crest sufficient for 2-level fusion. Because of the excessive morbidity, I used my judgment to use recombinant human bone morphogenic protein-2. At l5, I placed 6.5x40mm screw, at l4, I placed 6.5x40mm screw and at l3 I placed 5.5x40mm screw. Fixation was sound. I decorticated the posterolateral elements including the lateral gutters and took down the facet joints at l3-4 and l4-5. I then laid a patty of rhbmp-2, which recombinant bone morphogenic protein-2 over the lateral gutters at l3-4, and l4-5 and also a thin strip across the transverse processes.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.